Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 250 mcg/ml at a dose of 278 mcg/day, morphine 4.5 mg/ml at a dose of 5 mg/day, clonidine 125 mcg/ml at a dose of 139 mcg/day via an implantable pump. It was reported that the pump critical alarm was heard on (B)(6) 2019 and interrogation of the pump with a physician programmer showed that a motor stall occurred. The pump was going to be replaced on (B)(6) 2019. No further complications were reported or anticipated.